Manufacturer narrative:
(B)(4). The homechoice device was not returned; therefore, the device could not be evaluated. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during an unspecified step of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.